Event description:
Underwent a therapeutic procedure for treatment. The jagwire precursor device had difficulty passing through the catheter of the sphinctertome. This tip of the jagwire device was reported to be lost. The patient did not sustain any complications as a result of this issue. The patient condition was noted to be 'ok'. No product was returned for investigation.